Event description:
On nov. 14, 2001, the reporting physician contacted kmi to report an niba trial unit had inadvertently been implanted in 2001, and was subsequently removed and replaced. No complications were reported.